Manufacturer narrative:
Zimvie complaint number (B)(4). H6: additional h6- patient codes: 1750: abscess.

Event description:
It was reported allergic reaction, damaged threads, infection. Tooth sites # 30. Symptoms as a result of the event: abscess, aspiration.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0002023141-2025-02175 was reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.